Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test" was not reproduced. The evaluation sent device for flow testing and received passing results. The event history log review was completed. The customer did not provide the event occurred. Review of the history log revealed no abnormalities that could cause or contribute to the reported problem. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. The history log cannot be used to determine if the alarm was true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.